Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/essure coils had migrated from the fallopian tubes"), genital haemorrhage ("heavy bleeding with blood clots"), thyroid disorder ("thyroid disorder") and elephantiasis ("elephantitis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included hashimoto's disease. Patient underwent ECG test. (B)(6) 2015:report : pelvic ultrasound discussion: endometrial stripe measures 1.3cm thickness, with increase in echogenicity. This is a prominent finding and differential considerations would include: residual blood products in the uterine cavity from recent menses, endometrial hyperplasia, endometritis and endometrial polyp, submucosal or fibroid or endometrial carcinoma. Suggest clinical correlation. Right ovary measures approximately 2.3 x 3 . 8 x 2.2 cm no right ovarian masses identified. Left ovary measures approximately 2 . 5 x 3 . 8 x 2.0 cm. Small peripheral follicular ovarian cysts are present. Right and left fallopian tube essures are in situ. The right essure is in proper location. The left essure, appears kinked and does not appear to be in the proper location. Impression: 1. Slightly prominent endometrial stripe with increase in echogenicity with differential consideration as mentioned 2. Right essure appears in correct location, the left essure is kinked, and is suspected to be abnormally positioned. (B)(6) 2015: findings: single image of uterine and fallopian tubes is provided status post recent hysterectomy and bilateral salpingectomies. Bilateral essure coils are appreciated, and the majority of the coils is situated within the respective proximal fallopian tubes. No other demonstrable radio dense material identified, nor is there evidence of suspicious coil fragment present. Impression: status post hysterectomy and bilateral salpingectomies. Bilateral essure coils, which are primarily situated within the respective proximal fallopian tubes. Pathology report microscopic exam/diagnosis: 1. Anterior cul de sac, biopsy: I. Endometriosis ii. Confirmed with ER, pr, moc31, and cd10 ihc 2. Uterus, fallopian tubes, hysterectomy: I. Unremarkable cervix ii. Proliferative phase endometrium iii. Fallopian tubes with distal edema bilaterally IV. Focal area of squamous metaplasia on fallopian tube serosa (see comment) v. Sterilization coils in proximal fallopian tubes with apparent fibrosis by macroscopic examination bilaterally comment: the sterilization coils are to potentially be involved in legal proceedings; therefore, microscopic sections of the proximal fallopian tubes with apparent fibrosis were not obtained in order to preserve the coils and surrounding tissue for future analysis. A focal area of squamous metaplasia is identified on the distal serosa of right fallopian tube. This metaplasia is confirmed with p63, d2-40, and calretinin ihc. The significance of this finding is uncertain, but likely related to local irritation. Concurrent conditions included muscle weakness lower limb, bacterial vaginosis, ovarian cyst and anxiety. Concomitant products included clonazepam and fluoxetine for anxiety, meloxicam for bladder infection and yeast infection as well as oxycodone hydrochloride;paracetamol (percocet), steroids and trazodone. In 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss"), amnesia ("memory loss"), peripheral swelling ("feet swelling"), arthralgia ("hip pain"), pain in extremity ("leg pain"), cystitis ("bladder infections"), elephantiasis (seriousness criterion medically significant) and skin discolouration ("legs started going gray/black") and was found to have weight increased ("weight gain"). In 2009, the patient experienced thyroid disorder (seriousness criterion medically significant). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), back pain ("back pain") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, hypersensitivity ("allergic or hypersensitivity reaction") with rash, migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), palpitations ("heart palpitation/ palpitations / blood or heart disorder/condition type: palpitations"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), contusion ("leg started gray black"), acne ("acne boils/ covered in acne boils on back and face"), furuncle ("acne boils/ covered in acne boils on back and face") and incontinence ("bladder or urinary problems or changes: incontinent") and was found to have heart rate irregular ("blood or heart disorder/condition type: palpitations- irregular heartbeat"). The patient was treated with cannabis sativa oil (cbd oil), chloramphenicol (antibiotic), pregabalin (lyrica) and surgery (3 root canals, 3crowns, 2 fillings, teeth crack, and fall out, hysterectomy(partial) with bilateral salpingectomy on (B)(6) 2015 and thyroid surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, hypersensitivity, migraine, headache, blood disorder, cardiac disorder, palpitations, tooth disorder, dysmenorrhoea, fatigue, weight increased, amnesia, contusion, peripheral swelling, thyroid disorder, fibromyalgia, arthralgia and pain in extremity had resolved, the genital haemorrhage, dyspareunia, back pain, cystitis, acne, furuncle, incontinence, elephantiasis, skin discolouration and heart rate irregular outcome was unknown and the alopecia had not resolved. The reporter considered acne, alopecia, amnesia, arthralgia, back pain, blood disorder, cardiac disorder, contusion, cystitis, dysmenorrhoea, dyspareunia, elephantiasis, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, heart rate irregular, hypersensitivity, incontinence, migraine, pain in extremity, palpitations, peripheral swelling, skin discolouration, thyroid disorder, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2008 & (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: bladder infections, incontinent, acne boils/ covered in acne boils on back and face, irregular heartbeat, elephantitis, legs started going gray/black. Event outcome was updated for the event: hair loss. Patient's date of birth was updated. Concomitant conditions and drugs were added. Treatment drugs were added. Reporter information was added. Event onset date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/essure coils had migrated from the fallopian tubes") and genital haemorrhage ("heavy bleeding with blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's past medical history included hashimoto's disease. Concurrent conditions included muscle weakness lower limb, bacterial vaginosis and ovarian cyst. In 2008, the patient had essure inserted. In 2009, the patient experienced thyroid disorder ("thyroid disorder"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), back pain ("back pain") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, hypersensitivity ("allergic or hypersensitivity reaction") with rash, migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), palpitations ("heart palpitation"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), amnesia ("memory loss"), contusion ("leg started gray black"), peripheral swelling ("feet swelling"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, hypersensitivity, migraine, headache, blood disorder, cardiac disorder, palpitations, tooth disorder, dysmenorrhoea, fatigue, weight increased, amnesia, contusion, peripheral swelling, thyroid disorder, fibromyalgia, arthralgia and pain in extremity had resolved and the genital haemorrhage, dyspareunia, alopecia and back pain outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, back pain, blood disorder, cardiac disorder, contusion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, migraine, pain in extremity, palpitations, peripheral swelling, thyroid disorder, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2008 & (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Events allergic or hypersensitivity reaction, rash, migraines, headache, blood or heart disorder/condition, dental problems, dysmenorrhea, fatigue, perforation (uterus), weight gain, memory loss device monitoring procedure not performed were added. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated from the fallopian tubes") and genital haemorrhage ("heavy bleeding with blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. The patient was treated with surgery (underwent salpingectomy). At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, device dislocation, dyspareunia and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/essure coils had migrated from the fallopian tubes'), thyroid disorder ('thyroid disorder') and elephantiasis ('elephantitis') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included hashimoto's disease and thyroid disorder. Patient underwent ECG test. (B)(6) 2015:report : pelvic ultrasound discussion: endometrial stripe measures 1.3cm thickness, with increase in echogenicity. This is a prominent finding and differential considerations would include: residual blood products in the uterine cavity from recent menses, endometrial hyperplasia, endometritis and endometrial polyp, submucosal or fibroid or endometrial carcinoma. Suggest clinical correlation. Right ovary measures approximately 2.3 x 3 . 8 x 2.2 cm no right ovarian masses identified. Left ovary measures approximately 2 . 5 x 3 . 8 x 2.0 cm. Small peripheral follicular ovarian cysts are present. Right and left fallopian tube essures are in situ. The right essure is in proper location. The left essure, appears kinked and does not appear to be in the proper location. Impression: 1. Slightly prominent endometrial stripe with increase in echogenicity with differential consideration as mentioned 2. Right essure appears in correct location, the left essure is kinked, and is suspected to be abnormally positioned (B)(6) 2015: findings: single image of uterine and fallopian tubes is provided status post recent hysterectomy and bilateral salpingectomies. Bilateral essure coils are appreciated, and the majority of the coils is situated within the respective proximal fallopian tubes. No other demonstrable radio dense material identified, nor is there evidence of suspicious coil fragment present. Impression: status post hysterectomy and bilateral salpingectomies. Bilateral essure coils, which are primarily situated within the respective proximal fallopian tubes. Pathology report microscopic exam/diagnosis: 1. Anterior cul de sac, biopsy: I. Endometriosis ii. Confirmed with ER, pr, moc31, and cd10 ihc 2. Uterus, fallopian tubes, hysterectomy: I. Unremarkable cervix ii. Proliferative phase endometrium iii. Fallopian tubes with distal edema bilaterally IV. Focal area of squamous metaplasia on fallopian tube serosa (see comment) v. Sterilization coils in proximal fallopian tubes with apparent fibrosis by macroscopic examination bilaterally comment: the sterilization coils are to potentially be involved in legal proceedings; therefore, microscopic sections of the proximal fallopian tubes with apparent fibrosis were not obtained in order to preserve the coils and surrounding tissue for future analysis. A focal area of squamous metaplasia is identified on the distal serosa of right fallopian tube. This metaplasia is confirmed with p63, d2-40, and calretinin ihc. The significance of this finding is uncertain, but likely related to local irritation. Concurrent conditions included muscle weakness lower limb, bacterial vaginosis, ovarian cyst, anxiety and post-traumatic stress disorder. Concomitant products included clonazepam and fluoxetine for anxiety, meloxicam for bladder infection and yeast infection as well as oxycodone hydrochloride;paracetamol (percocet), steroids and trazodone. In 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss"), amnesia ("memory loss"), peripheral swelling ("feet swelling"), arthralgia ("hip pain"), pain in extremity ("leg pain"), cystitis ("bladder infections"), elephantiasis (seriousness criterion medically significant) and skin discolouration ("legs started going gray/black") and was found to have weight increased ("weight gain"). In 2009, the patient experienced thyroid disorder (seriousness criterion medically significant). In 2010, the patient experienced genital haemorrhage ("heavy bleeding with blood clots"), dyspareunia ("pain during intercourse"), back pain ("back pain") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, hypersensitivity ("allergic or hypersensitivity reaction") with rash, migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), palpitations ("heart palpitation/ palpitations / blood or heart disorder/condition type: palpitations"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), contusion ("leg started gray black"), acne ("acne boils/ covered in acne boils on back and face"), furuncle ("acne boils/ covered in acne boils on back and face") and urinary incontinence ("bladder or urinary problems or changes: incontinent") and was found to have heart rate irregular ("blood or heart disorder/condition type: palpitations- irregular heartbeat"). The patient was treated with cannabis sativa oil (cbd oil), chloramphenicol (antibiotic), pregabalin (lyrica) and surgery (3 root canals, 3crowns, 2 fillings, teeth crack, and fall out, hysterectomy(partial) with bilateral salpingectomy on 22-06-2015 and thyroid surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, hypersensitivity, migraine, headache, blood disorder, cardiac disorder, palpitations, tooth disorder, dysmenorrhoea, fatigue, weight increased, amnesia, contusion, peripheral swelling, thyroid disorder, fibromyalgia, arthralgia and pain in extremity had resolved, the genital haemorrhage, dyspareunia, back pain, cystitis, acne, furuncle, urinary incontinence, elephantiasis, skin discolouration and heart rate irregular outcome was unknown and the alopecia had not resolved. The reporter considered acne, alopecia, amnesia, arthralgia, back pain, blood disorder, cardiac disorder, contusion, cystitis, dysmenorrhoea, dyspareunia, elephantiasis, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, heart rate irregular, hypersensitivity, migraine, pain in extremity, palpitations, peripheral swelling, skin discolouration, thyroid disorder, tooth disorder, urinary incontinence, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2008 & (B)(6) 2015 left ostia: 2 coils , right ostia: 2 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/essure coils had migrated from the fallopian tubes') and thyroid disorder ('thyroid disorder') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included hashimoto's disease and thyroid disorder. Patient underwent ECG test. (B)(6) 2015:report : pelvic ultrasound discussion: endometrial stripe measures 1.3cm thickness, with increase in echogenicity. This is a prominent finding and differential considerations would include: residual blood products in the uterine cavity from recent menses, endometrial hyperplasia, endometritis and endometrial polyp, submucosal or fibroid or endometrial carcinoma. Suggest clinical correlation. Right ovary measures approximately 2.3 x 3 . 8 x 2.2 cm no right ovarian masses identified. Left ovary measures approximately 2 . 5 x 3 . 8 x 2.0 cm. Small peripheral follicular ovarian cysts are present. Right and left fallopian tube essures are in situ. The right essure is in proper location. The left essure, appears kinked and does not appear to be in the proper location. Impression: 1. Slightly prominent endometrial stripe with increase in echogenicity with differential consideration as mentioned. 2. Right essure appears in correct location, the left essure is kinked, and is suspected to be abnormally positioned. (B)(6) 2015: findings: single image of uterine and fallopian tubes is provided status post recent hysterectomy and bilateral salpingectomies. Bilateral essure coils are appreciated, and the majority of the coils is situated within the respective proximal fallopian tubes. No other demonstrable radio dense material identified, nor is there evidence of suspicious coil fragment present. Impression: status post hysterectomy and bilateral salpingectomies. Bilateral essure coils, which are primarily situated within the respective proximal fallopian tubes. Pathology report microscopic exam/diagnosis: 1. Anterior cul de sac, biopsy: I. Endometriosis. Ii. Confirmed with ER, pr, moc31, and cd10 ihc. 2. Uterus, fallopian tubes, hysterectomy: I. Unremarkable cervix. Ii. Proliferative phase endometrium. Iii. Fallopian tubes with distal edema bilaterally. IV. Focal area of squamous metaplasia on fallopian tube serosa (see comment). V. Sterilization coils in proximal fallopian tubes with apparent fibrosis by macroscopic examination bilaterally. Comment: the sterilization coils are to potentially be involved in legal proceedings; therefore, microscopic sections of the proximal fallopian tubes with apparent fibrosis were not obtained in order to preserve the coils and surrounding tissue for future analysis. A focal area of squamous metaplasia is identified on the distal serosa of right fallopian tube. This metaplasia is confirmed with p63, d2-40, and calretinin ihc. The significance of this finding is uncertain, but likely related to local irritation. Concurrent conditions included muscle weakness lower limb, bacterial vaginosis, ovarian cyst, anxiety and post-traumatic stress disorder. Concomitant products included clonazepam and fluoxetine for anxiety, meloxicam for bladder infection and yeast infection as well as oxycodone hydrochloride;paracetamol (percocet), steroids and trazodone. In 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss"), amnesia ("memory loss"), peripheral swelling ("feet swelling"), arthralgia ("hip pain"), pain in extremity ("leg pain"), cystitis ("bladder infections"), elephantiasis ("elephantitis") and skin discolouration ("legs started going gray/black") and was found to have weight increased ("weight gain"). In 2009, the patient experienced thyroid disorder (seriousness criterion medically significant). In 2010, the patient experienced genital haemorrhage ("heavy bleeding with blood clots"), dyspareunia ("pain during intercourse"), back pain ("back pain") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, hypersensitivity ("allergic or hypersensitivity reaction") with rash, migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), palpitations ("heart palpitation/ palpitations / blood or heart disorder/condition type: palpitations"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), contusion ("leg started gray black"), acne ("acne boils/ covered in acne boils on back and face"), furuncle ("acne boils/ covered in acne boils on back and face") and urinary incontinence ("bladder or urinary problems or changes: incontinent") and was found to have heart rate irregular ("blood or heart disorder/condition type: palpitations- irregular heartbeat"). The patient was treated with cannabis sativa oil (cbd oil), chloramphenicol (antibiotic), pregabalin (lyrica) and surgery (3 root canals, 3crowns, 2 fillings, teeth crack, and fall out, hysterectomy(partial) with bilateral salpingectomy on (B)(6) 2015 and thyroid surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, hypersensitivity, migraine, headache, blood disorder, cardiac disorder, palpitations, tooth disorder, dysmenorrhoea, fatigue, weight increased, amnesia, contusion, peripheral swelling, thyroid disorder, fibromyalgia, arthralgia and pain in extremity had resolved, the genital haemorrhage, dyspareunia, back pain, cystitis, acne, furuncle, urinary incontinence, elephantiasis, skin discolouration and heart rate irregular outcome was unknown and the alopecia had not resolved. The reporter considered acne, alopecia, amnesia, arthralgia, back pain, blood disorder, cardiac disorder, contusion, cystitis, dysmenorrhoea, dyspareunia, elephantiasis, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, heart rate irregular, hypersensitivity, migraine, pain in extremity, palpitations, peripheral swelling, skin discolouration, thyroid disorder, tooth disorder, urinary incontinence, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 2008 & 22-jun-2015 left ostia: 2 coils , right ostia: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.